Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were harvesting vein and had completed the dissection process. They had been sealing branches and dividing tissue and removed the hpii from the cannula for cleaning about 2/3 of the way through the dissection phase. They noticed a widening of the wired jaw and when they looked closely, noticed that the middle part of the plate was bowing from the jaw. They continued to use the device until they were finished with the harvest. After pulling the device out of the leg, they examined the jaws once more and at that time the top part of the plate had detached. They did not notice this end detachment at any point during sealing and dividing. They did not open another kit. No patient injury.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 05/12/2025. An investigation was conducted on 05/13/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. No other visual defects were observed, no additional testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000469155 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.